Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm diameter fusiform abdominal aortic aneurysm approximately three months ago. Vessel morphology was not reported. It was reported that on the final angiogram intra-operatively a type ii endoleak was observed coming from the lumbar arteries. The type ii endoleak was left uncorrected. One day post implant, the patient presented with abdominal pain and distention. An abdominal aortogram and sma visceral arteriogram was performed. The investigator assessed that the event was not device or procedure related. Five days later, the patient was diagnosed with pneumonia and presented with fever of 101.5 degrees f. Chest x-ray was performed and antibiotics were administered. The investigator assessed that the fever and the pneumonia were not device or procedure related. Approximately four weeks ago the patient had a tia and required in patient hospitalization, a diagnostic procedure and medication. The event is continuing. The investigator assessment states that the event is not related to the device or the procedure. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the patient recovered from the bowel ischemia, fever and the tia.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever, tia), patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).